Event description:
It was reported that: "on (B)(6) 2011, pt underwent left hip hemiarthroplasty for garden type 4 fracture of the left femoral neck. Tissue implant simplex p speedset bone cement was used during the procedure. The pt was readmitted on (B)(6) 2011 with increasing purulent drainage from the left. She underwent irrigation and debridement and an infected hematoma was noted. Cultures performed with conclusion of (B)(6).

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Add'l info from uf report# (B)(4). Simplex p speedset. Bone cement. Stryker orthopaedics, (B)(4), expiration date: 04/01/2012, other: (B)(4).